Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , howed 2 fragments of essure in the pelvic area evocating of essure breakage [device breakage] , intense headaches [headache] , endometriosis [endometriosis] , hb at 9.4 [haemoglobin low] , following to insertion difficulty at the left [device insertion difficult] , abdominal pain [abdominal pain] , intense fatigue [fatigue extreme] , fatigue [fatigue] , paresthesia/ paresthesia mainly at the left hemi-body [hemiparesthesia] , sleep disorder [sleep disorder] , visual field decrease [visual field constriction] , numbness of the skul [numbness of head] , numbness of the left hemiface [numbness in face] , numbness of the right leg [numbness in leg] , o migraine with aura [migraine with aura] , a cyst of the pineal gland [pineal gland cyst] , several anxiety attacks [anxiety attack] , palpitation [palpitation] , dyspnea [dyspnea] , intermittent paresthesia in the four limbs [paresthesia of limbs], tension in the upper limbs [muscle tension] , right calf discomfort sensation [heaviness in limbs] , pain leading to limping [limping] , arterial hypertension was at 15/10 [arterial hypertension] , paresthesia [paresthesia] , right carpal tunnel syndrome [unilateral carpal tunnel syndrome] , pulsatile tinnitus [pulsatile tinnitus] , sensation of floating [feeling floating] , heavy head [heaviness of head] , cervicobrachial neuralgia [cervicobrachialgia] , vertigo [vertigo] , appearance of a cavernoma centered on the great vein of galen was found [cavernoma] , menometrorrhagia [menometrorrhagia] , adenomyosis [adenomyosis] , fibroma [fibroma] , joint and muscle pain [arthromyalgia] , asthenia [asthenia] , metrorrhagia [metrorrhagia] , cholecystectomy [cholecystectomy] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("howed 2 fragments of essure in the pelvic area evocating of essure breakage"), headache ("intense headaches"), endometriosis ("endometriosis") and haemoglobin decreased ("hb at 9.4") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("following to insertion difficulty at the left"). The patient had a medical history of parity 1 in 1995 and device insertion failed, anxiety attack, arterial hypertension and penicillin allergy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she underwent cholecystectomy ("cholecystectomy"). Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), headache (seriousness criterion hospitalisation), endometriosis (seriousness criterion hospitalisation), abdominal pain ("abdominal pain"), fatigue extreme ("intense fatigue"), fatigue ("fatigue"), hemiparaesthesia ("paresthesia/ paresthesia mainly at the left hemi-body"), sleep disorder ("sleep disorder"), visual field defect ("visual field decrease"), numbness of head (" numbness of the skul"), numbness in face ("numbness of the left hemiface"), numbness in leg ("numbness of the right leg"), migraine with aura ("o migraine with aura"), pineal gland cyst ("a cyst of the pineal gland"), anxiety ("several anxiety attacks"), palpitations ("palpitation"), dyspnoea ("dyspnea"), paresthesia of limbs ("intermittent paresthesia in the four limbs"), muscle tightness ("tension in the upper limbs"), limb discomfort ("right calf discomfort sensation"), gait disturbance ("pain leading to limping"), hypertension ("arterial hypertension was at 15/10"), paresthesia ("paresthesia"), carpal tunnel syndrome ("right carpal tunnel syndrome"), tinnitus ("pulsatile tinnitus"), feeling abnormal ("sensation of floating"), head discomfort ("heavy head"), cervicobrachial syndrome ("cervicobrachial neuralgia"), vertigo ("vertigo"), menometrorrhagia ("menometrorrhagia"), adenomyosis ("adenomyosis"), arthralgia ("joint and muscle pain"), asthenia ("asthenia") and intermenstrual bleeding ("metrorrhagia") and was found to have haemoglobin decreased (seriousness criterion hospitalisation), haemangioma ("appearance of a cavernoma centered on the great vein of galen was found") and fibroma ("fibroma"). The patient was hospitalised from (B)(6) 2016 for an unknown duration, from (B)(6) 2022 for an unknown duration and from (B)(6) 2022. The patient was treated with alprazolam, laroxyl (amitriptyline hydrochloride), iron (ascorbic acid, betacarotene, ferric pyrophosphate, pyridoxine hydrochloride, spirulina platensis) and ferinject (ferric carboxymaltose) as well as surgery (on (B)(6) 2017 bilateral salpingectomy and hysterectomy). At the time of the report, the cervicobrachial syndrome had not resolved. The outcomes for pelvic pain, device breakage, headache, endometriosis, haemoglobin decreased, abdominal pain, fatigue extreme, fatigue, hemiparaesthesia, sleep disorder, visual field defect, numbness of head, numbness in face, numbness in leg, migraine with aura, pineal gland cyst, anxiety, palpitations, dyspnoea, paresthesia of limbs, muscle tightness, limb discomfort, gait disturbance, hypertension, paresthesia, carpal tunnel syndrome, tinnitus, feeling abnormal, head discomfort, vertigo, haemangioma, menometrorrhagia, adenomyosis, fibroma, arthralgia, asthenia, intermenstrual bleeding and cholecystectomy were unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, asthenia, carpal tunnel syndrome, cervicobrachial syndrome, cholecystectomy, device breakage, dyspnoea, endometriosis, fatigue extreme, fatigue, feeling abnormal, fibroma, gait disturbance, haemangioma, haemoglobin decreased, head discomfort, headache, hemiparaesthesia, hypertension, numbness in face, numbness in leg, numbness of head, intermenstrual bleeding, limb discomfort, menometrorrhagia, migraine with aura, muscle tightness, palpitations, paresthesia of limbs, paresthesia, pelvic pain, pineal gland cyst, sleep disorder, tinnitus, vertigo and visual field defect to be related to essure administration. The reporter commented: on (B)(6) 2016, essure insertion for permanent contraception under general anesthesia, 3 coils at the right and the left. At the time of the summon report, the symptoms of the patient decreased. The patient presented with severe and extremely disabling symptoms after the implantation of essure, which could not be explained by any prior medical history. It was mentioned that healthcare professionals that followed the patient, related menorrhagia, metrorrhagia, abdominal and pelvic pain, migraines, headaches, paresthesias, joint and muscle pain, asthenia to essure. The patient requested medical expertise. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: showed 2 fragments of essure in the pelvic area evocating of essure breakage. [Allergy test] (date unknown): negative [computerised tomogram] (dates unknown): a doubt in correct insertion of the left essure was raised. And a cyst of the pineal gland was found. [Computerised tomogram head] (date unknown): normal [electromyogram] (date unknown): no polyneuropathy found [hysterosalpingogram] on (B)(6) 2016: which showed correct insertion of essure and good impermeability of the left tube. [Imaging procedure] (date unknown): normal [magnetic resonance imaging] (date unknown): affectation of the torus extending to the uterosacral root seen. [Magnetic resonance imaging head] on (B)(6) 2017: due to recurrent paresthesia mainly at the left hemi-body: cyst (12mm) of the pineal gland was found. [Thyroid function test] (date unknown): normal [ultrasound abdomen] on (B)(6) 2016: no abnormalities were found. Only retracted gallbladder with a single stone measuring 32 mm was found. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , howed 2 fragments of essure in the pelvic area evocating of essure breakage [device breakage] , intense headaches [headache] , endometriosis [endometriosis] , hb at 9.4 [haemoglobin low] , following to insertion difficulty at the left [device insertion difficult] , abdominal pain [abdominal pain] , intense fatigue [fatigue extreme] , fatigue [fatigue] , paresthesia/ paresthesia mainly at the left hemi-body [hemiparesthesia] , sleep disorder [sleep disorder] , visual field decrease [visual field constriction], numbness of the skul [numbness of head] , numbness of the left hemiface [numbness in face] , numbness of the right leg [numbness in leg] , o migraine with aura [migraine with aura] , a cyst of the pineal gland [pineal gland cyst] , several anxiety attacks [anxiety attack] , palpitation [palpitation] , dyspnea [dyspnea] , intermittent paresthesia in the four limbs [paresthesia of limbs] , tension in the upper limbs [muscle tension] , right calf discomfort sensation [heaviness in limbs] , pain leading to limping [limping] , arterial hypertension was at 15/10 [arterial hypertension] , paresthesia [paresthesia] , right carpal tunnel syndrome [unilateral carpal tunnel syndrome], pulsatile tinnitus [pulsatile tinnitus] , sensation of floating [feeling floating] , heavy head [heaviness of head] , cervicobrachial neuralgia [cervicobrachialgia] , vertigo [vertigo] , appearance of a cavernoma centered on the great vein of galen was found [cavernoma], menometrorrhagia [menometrorrhagia] , adenomyosis [adenomyosis] , fibroma [fibroma] , joint and muscle pain [arthromyalgia] , asthenia [asthenia] , metrorrhagia [metrorrhagia] , cholecystectomy [cholecystectomy] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("howed 2 fragments of essure in the pelvic area evocating of essure breakage"), headache ("intense headaches"), endometriosis ("endometriosis") and haemoglobin decreased ("hb at 9.4") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("following to insertion difficulty at the left"). The patient had a medical history of parity 1 in 1995 and device insertion failed, anxiety attack, arterial hypertension and penicillin allergy. On (B)(6) 2016, the patient had essure inserted. In july 2016 she underwent cholecystectomy ("cholecystectomy"). Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), headache (seriousness criterion hospitalisation), endometriosis (seriousness criterion hospitalisation), abdominal pain ("abdominal pain"), fatigue extreme ("intense fatigue"), fatigue ("fatigue"), hemiparaesthesia ("paresthesia/ paresthesia mainly at the left hemi-body"), sleep disorder ("sleep disorder"), visual field defect ("visual field decrease"), numbness of head (" numbness of the skul"), numbness in face ("numbness of the left hemiface"), numbness in leg ("numbness of the right leg"), migraine with aura ("o migraine with aura"), pineal gland cyst ("a cyst of the pineal gland"), anxiety ("several anxiety attacks"), palpitations ("palpitation"), dyspnoea ("dyspnea"), paresthesia of limbs ("intermittent paresthesia in the four limbs"), muscle tightness ("tension in the upper limbs"), limb discomfort ("right calf discomfort sensation"), gait disturbance ("pain leading to limping"), hypertension ("arterial hypertension was at 15/10"), paresthesia ("paresthesia"), carpal tunnel syndrome ("right carpal tunnel syndrome"), tinnitus ("pulsatile tinnitus"), feeling abnormal ("sensation of floating"), head discomfort ("heavy head"), cervicobrachial syndrome ("cervicobrachial neuralgia"), vertigo ("vertigo"), menometrorrhagia ("menometrorrhagia"), adenomyosis ("adenomyosis"), arthralgia ("joint and muscle pain"), asthenia ("asthenia") and intermenstrual bleeding ("metrorrhagia") and was found to have haemoglobin decreased (seriousness criterion hospitalisation), haemangioma ("appearance of a cavernoma centered on the great vein of galen was found") and fibroma ("fibroma"). The patient was hospitalised from (B)(6) 2016 for an unknown duration, from (B)(6) 2022 for an unknown duration and from (B)(6) 2022. The patient was treated with alprazolam, laroxyl (amitriptyline hydrochloride), iron (ascorbic acid, betacarotene, ferric pyrophosphate, pyridoxine hydrochloride, spirulina platensis) and ferinject (ferric carboxymaltose) as well as surgery (on (B)(6) 2017 bilateral salpingectomy and on (B)(6) 2022 hysterectomy (removal of remaining essure fragments)). At the time of the report, the cervicobrachial syndrome had not resolved. The outcomes for pelvic pain, device breakage, headache, endometriosis, haemoglobin decreased, abdominal pain, fatigue extreme, fatigue, hemiparaesthesia, sleep disorder, visual field defect, numbness of head, numbness in face, numbness in leg, migraine with aura, pineal gland cyst, anxiety, palpitations, dyspnoea, paresthesia of limbs, muscle tightness, limb discomfort, gait disturbance, hypertension, paresthesia, carpal tunnel syndrome, tinnitus, feeling abnormal, head discomfort, vertigo, haemangioma, menometrorrhagia, adenomyosis, fibroma, arthralgia, asthenia, intermenstrual bleeding and cholecystectomy were unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, asthenia, carpal tunnel syndrome, cervicobrachial syndrome, cholecystectomy, device breakage, dyspnoea, endometriosis, fatigue extreme, fatigue, feeling abnormal, fibroma, gait disturbance, haemangioma, haemoglobin decreased, head discomfort, headache, hemiparaesthesia, hypertension, numbness in face, numbness in leg, numbness of head, intermenstrual bleeding, limb discomfort, menometrorrhagia, migraine with aura, muscle tightness, palpitations, paresthesia of limbs, paresthesia, pelvic pain, pineal gland cyst, sleep disorder, tinnitus, vertigo and visual field defect to be related to essure administration. The reporter commented: on (B)(6) 2016, essure insertion for permanent contraception under general anesthesia, 3 coils at the right and the left. At the time of the summon report, the symptoms of the patient decreased. The patient presented with severe and extremely disabling symptoms after the implantation of essure, which could not be explained by any prior medical history. It was mentioned that healthcare professionals that followed the patient, related menorrhagia, metrorrhagia, abdominal and pelvic pain, migraines, headaches, paresthesias, joint and muscle pain, asthenia to essure. The patient requested medical expertise. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: showed 2 fragments of essure in the pelvic area evocating of essure breakage [allergy test] (date unknown): negative [computerised tomogram] (dates unknown): a doubt in correct insertion of the left essure was raised. And a cyst of the pineal gland was found [computerised tomogram head] (date unknown): normal [electromyogram] (date unknown): no polyneuropathy found [hysterosalpingogram] on (B)(6) 2016: which showed correct insertion of essure and good impermeability of the left tube [imaging procedure] (date unknown): normal [magnetic resonance imaging] (date unknown): affectation of the torus extending to the uterosacral root seen [magnetic resonance imaging head] on (B)(6) 2017: due to recurrent paresthesia mainly at the left hemi-body: cyst (12mm) of the pineal gland was found. [Thyroid function test] (date unknown): normal [ultrasound abdomen] on (B)(6) 2016: no abnormalities were found. Only retracted gallbladder with a single stone measuring 32 mm was found. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] how 2 fragments of essure in the pelvic area evocating of essure breakage [device breakage] following to insertion difficulty at the left [device insertion difficult] abdominal pain [abdominal pain] intense fatigue [fatigue extreme] intense headaches [headache] fatigue [fatigue] paresthesia/ paresthesia mainly at the left hemi-body [hemiparesthesia] sleep disorder [sleep disorder] visual field decrease [visual field constriction] numbness of the skull [numbness of head] numbness of the left hemiface [numbness in face] numbness of the right leg [numbness in leg] o migraine with aura [migraine with aura] a cyst of the pineal gland [pineal gland cyst] several anxiety attacks [anxiety attack] palpitation [palpitation] dyspnea [dyspnea] intermittent paresthesia in the four limbs [paresthesia of limbs] tension in the upper limbs [muscle tension] right calf discomfort sensation [heaviness in limbs] pain leading to limping [limping] arterial hypertension was at 15/10 [arterial hypertension] paresthesia [paresthesia] right carpal tunnel syndrome [unilateral carpal tunnel syndrome] pulsatile tinnitus [pulsatile tinnitus] sensation of floating [feeling floating] heavy head [heaviness of head] cervicobrachial neuralgia [cervicobrachialgia] vertigo [vertigo] appearance of a cavernoma centered on the great vein of galen was found [cavernoma] menometrorrhagia [menometrorrhagia] adenomyosis [adenomyosis] endometriosis [endometriosis] fibroma [fibroma] hb at 9.4 [haemoglobin low] joint and muscle pain [arthromyalgia] asthenia [asthenia] metrorrhagia [metrorrhagia] cholecystectomy [cholecystectomy]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("howed 2 fragments of essure in the pelvic area evocating of essure breakage"), headache ("intense headaches"), endometriosis ("endometriosis") and haemoglobin decreased ("hb at 9.4") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("following to insertion difficulty at the left"). The patient had a medical history of parity 1 in 1995 and device insertion failed, anxiety attack, arterial hypertension and penicillin allergy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she underwent cholecystectomy ("cholecystectomy"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), abdominal pain ("abdominal pain"), fatigue extreme ("intense fatigue"), headache (seriousness criterion hospitalisation), fatigue ("fatigue"), hemiparaesthesia ("paresthesia/ paresthesia mainly at the left hemi-body"), sleep disorder ("sleep disorder"), visual field defect ("visual field decrease"), numbness of head (" numbness of the skul"), numbness in face ("numbness of the left hemiface"), numbness in leg ("numbness of the right leg"), migraine with aura ("o migraine with aura"), pineal gland cyst ("a cyst of the pineal gland"), anxiety ("several anxiety attacks"), palpitations ("palpitation"), dyspnoea ("dyspnea"), paresthesia of limbs ("intermittent paresthesia in the four limbs"), muscle tightness ("tension in the upper limbs"), limb discomfort ("right calf discomfort sensation"), gait disturbance ("pain leading to limping"), hypertension ("arterial hypertension was at 15/10"), paresthesia ("paresthesia"), carpal tunnel syndrome ("right carpal tunnel syndrome"), tinnitus ("pulsatile tinnitus"), feeling abnormal ("sensation of floating"), head discomfort ("heavy head"), cervicobrachial syndrome ("cervicobrachial neuralgia"), vertigo ("vertigo"), menometrorrhagia ("menometrorrhagia"), adenomyosis ("adenomyosis"), endometriosis (seriousness criterion hospitalisation), arthralgia ("joint and muscle pain"), asthenia ("asthenia") and intermenstrual bleeding ("metrorrhagia") and was found to have haemangioma ("appearance of a cavernoma centered on the great vein of galen was found"), fibroma ("fibroma") and haemoglobin decreased (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2016 for an unknown duration, from (B)(6) 2022 for an unknown duration and from (B)(6) 2022 to (B)(6) 2022. The patient was treated with alprazolam, laroxyl (amitriptyline hydrochloride), iron (ascorbic acid, betacarotene, ferric pyrophosphate, pyridoxine hydrochloride, spirulina platensis) and ferinject (ferric carboxymaltose) as well as surgery (on (B)(6) 2017 bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the cervicobrachial syndrome had not resolved. The outcomes for pelvic pain, device breakage, abdominal pain, fatigue extreme, headache, fatigue, hemiparaesthesia, sleep disorder, visual field defect, numbness of head, numbness in face, numbness in leg, migraine with aura, pineal gland cyst, anxiety, palpitations, dyspnoea, paresthesia of limbs, muscle tightness, limb discomfort, gait disturbance, hypertension, paresthesia, carpal tunnel syndrome, tinnitus, feeling abnormal, head discomfort, vertigo, haemangioma, menometrorrhagia, adenomyosis, endometriosis, fibroma, haemoglobin decreased, arthralgia, asthenia, intermenstrual bleeding and cholecystectomy were unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, asthenia, carpal tunnel syndrome, cervicobrachial syndrome, cholecystectomy, device breakage, dyspnoea, endometriosis, fatigue extreme, fatigue, feeling abnormal, fibroma, gait disturbance, haemangioma, haemoglobin decreased, head discomfort, headache, hemiparaesthesia, hypertension, numbness in face, numbness in leg, numbness of head, intermenstrual bleeding, limb discomfort, menometrorrhagia, migraine with aura, muscle tightness, palpitations, paresthesia of limbs, paresthesia, pelvic pain, pineal gland cyst, sleep disorder, tinnitus, vertigo and visual field defect to be related to essure administration. The reporter commented: on (B)(6) 2016, essure insertion for permanent contraception under general anesthesia, 3 coils at the right and the left at the time of the summon report, the symptoms of the patient decreased. The patient presented with severe and extremely disabling symptoms after the implantation of essure, which could not be explained by any prior medical history. It was mentioned that healthcare professionals that followed the patient, related menorrhagia, metrorrhagia, abdominal and pelvic pain, migraines, headaches, paresthesias, joint and muscle pain, asthenia to essure. The patient requested medical expertise. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: showed 2 fragments of essure in the pelvic area evocating of essure breakage [allergy test] (date unknown): negative [computerised tomogram] (dates unknown): a doubt in correct insertion of the left essure was raised. And a cyst of the pineal gland was found [computerised tomogram head] (date unknown): normal [electromyogram] (date unknown): no polyneuropathy found [hysterosalpingogram] on (B)(6) 2016: which showed correct insertion of essure and good impermeability of the left tube [imaging procedure] (date unknown): normal [magnetic resonance imaging] (date unknown): affectation of the torus extending to the uterosacral root seen [magnetic resonance imaging head] on (B)(6) 2017: due to recurrent paresthesia mainly at the left hemi-body: cyst (12mm) of the pineal gland was found. [Thyroid function test] (date unknown): normal [ultrasound abdomen] on (B)(6) 2016: no abnormalities were found. Only retracted gallbladder with a single stone measuring 32 mm was found. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.